Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke during a hip procedure. It was also reported that there was a delay to the procedure and the patient now has a piece of the drill bit lodged in their hip. The procedure was completed successfully and no medical intervention was reported.

Event description:
It was reported that the bur broke during a hip procedure. It was also reported that there was a delay to the procedure and the patient now has a piece of the drill bit lodged in their hip. The procedure was completed successfully and no medical intervention was reported.

Manufacturer narrative:
H6: the quality investigation is complete. D4: UDI is unknown as the lot/catalog number was not reported. D9: the device was not returned for evaluation.